Event description:
It was reported while moving the patient for a computerized tomography (CT) scan, the console generated a fiber optic sensor failure. The customer attempted re-insertion and re-boot of console with no change. Central lumen had a transducer set-up hooked to it which was switched to the pressure source after unplugging fiber optic cable. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Manufacturer narrative:
Additional initial reporter name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported while moving the patient for a computerized tomography (CT) scan, the console generated a fiber optic sensor failure. The customer attempted re-insertion and re-boot of console with no change. Central lumen had a transducer set-up hooked to it which was switched to the pressure source after unplugging fiber optic cable. There was no reported injury to the patient.